Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a pinched inflation lumen and an external dent mark at location of pinch. The lumen appeared to have been clamped off. Evaluation verified that the pinched lumen, caused the water to be difficult to inflate. The pinch was not permanent and can be released. This condition was a result of post manufacturing damage and was not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged) 3.insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that during the pretest, the balloon did not inflate as the water was injected into the balloon of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the balloon did not inflate as the water was injected into the balloon of the catheter.